Event description:
It was reported to boston scientific corporation that a pneumatic inflator was being prepared for use in a gastroscopy procedure to be performed on (B)(6) 2023. During preparation, the device was not functioning properly due to a pump leak. The procedure was not completed and was canceled as another device was not available. The doctor rescheduled the procedure to another day with another pneumatic inflator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.